Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system may have experienced undersensing during pre-discharge testing. During an induced episode the device undersensed ventricular tachycardia and maunal therapy was initiated. This seemed to occur only when the 'rate smoothing' feature was programmed on. Successful detection and conversion was achieved when 'rate smoothing' was programmed off.